Manufacturer narrative:
H10: the actual device and a photograph of the sample was received for evaluation. Visual inspection of the actual device was performed and a blue pull ring cap was observed seated correctly on the beige patient adapter. The photograph was reviewed and showed a blue pull ring cap that was not fully seated on the patient adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue protective pull ring cap disconnected from the patient connector of a peritoneal dialysis (pd) transfer set. This issue was further described as " blue ring cap too loosen and fall down". This was observed before use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.